Event description:
The customer called to report an error alarm. Troubleshooting was performed. During the call the customer informed that pt was hospitalized for high bgs a week ago. The customer changed the set and went to bed. The customer woke up ill and read high on the meter. The customer removed the set and the cannula was bent. The customer look manual injection and the bgs came down, but pt was still sick and went to the hosp. The customer indicated that for a week the bgs were ok. The customer reported that the same event happened two days before the call. Then the customer changed the set and the site and had a low reservoir alarm. The customer did not check the bgs and did not eat. Then the customer started to feel sick and was vomiting.